Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer's blood glucose level was elevated (420 mg/dl). The infusion set was changed and an insulin injection was administered to address the bg level. No additional occlusion alarms occurred.